Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Edwards received notification from germany that a patient with a valve model 11500a23 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of two (2) years and seven (7) months for unknown reasons. As reported, the patient presented with dyspnea and fatigue. A transcatheter heart valve was successfully implanted within the surgical device. The patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from germany that a patient with a valve model 11500a23 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of two (2) years and seven (7) months for unknown reasons. A transcatheter heart valve was successfully implanted within the surgical device. The patient was noted as to be in stable condition.